Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient in cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient developed a large hematoma from right ulnar catheter site. Additionally, the patient experienced ventricular tachycardia and the pump generated diastolic suction alarms. Later, the patient experienced ventricular fibrillation and expired while on impella support.

Manufacturer narrative:
No product was returned. The cause of the hematoma cannot be determined since insufficient clinical details were provided. The root cause of the tachycardia and ventricular fibrillation was unable to be determined due to insufficient clinical details. The cause of pump suction was most likely patient condition related since suction was resolved by giving fluid boluses. The device passed all post sterile inspection checks.